Event description:
This console was not on a pt. Complainant in (B)(6) reported that during routine console checkout, he was unable to calibrate the controllers. The clippard and humphrey valves were repaired, and the controllers were successfully calibrated.

Manufacturer narrative:
This failure mode poses no risk to the pt because it occurred during routine console checkout and was not on a pt. In addition, this failure mode does not negate the ability of the console to continue to perform its life-sustaining functions. This failure mode will be monitored to determine if it exhibits an upward trend. Syncardia has requested that the parts be returned, and upon receipt, a failure investigation will be conducted.